Manufacturer narrative:
A ge service representative performed an on site investigation. The single board computer was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system was not booting up. There is no report of injury or death associated with the event described in this complaint.